Manufacturer narrative:
Evaluation summary: the protégé everflex was returned for evaluation. Procedure notes and an event log hard copy was included with the device. It was discovered a spider fx was loaded in the protégé everflex catheter. No other ancillary devices were included. The protégé everflex was inspected. The tip and the inner tubing of the catheter was returned. The retainer was present on the inner tubing. The inner tubing was fractured approximately 17.5cm from the distal tip, between the proximal end of the retainer bond and the nylon spline segment. The fracture was radial and the fracture face was ductile. Narrowing of the tubing was observed at the proximal end. No other portion of the protégé everflex was returned. The spider fx was loaded inside the catheter segment with the filter exposed outside of the distal end of protégé everflex. Procedure notes and event log documents were received and reviewed. Procedure performed included successful recanalization of long segment right sfa occlusion with directional atherectomy using a hawk one m atherectomy catheter, drug-coated balloon angioplasty predilatation, and adjunctive 7mm x 150mm and 7mm x 200mm protege stent placement. Successful 9mm x 40mm protege stent placement to the proximal right external iliac artery. Applicable log entries: 11:52 am (B)(6) 2018 other supply event - embolic protection 5 x 320 spider fx - inserted. Advanced to right popliteal artery and deployed. Delivery system removed 12:12 pm 8/16/18 stent inserted - stent protege 6 x 200 x 120 12:13 pm (B)(6) 2018 stent deployment ¿ rt. Sfa protégé stent 12:16 pm (B)(6) 2018 stent delivery system removed - stent protege 6 x 200 x 120 12:17 pm (B)(6) 2018· stent inserted - stent protege 7 x 150 x 120 everflex 12:19 pm (B)(6) 2018 stent deployment - stent deployed in the lower extremity. Rt. Sfa protege 7 x 1 50. 12:20 pm (B)(6) 2018 stent delivery system removed - stent protege 7 x 150 x 120 everflex 12:21 pm (B)(6) 2018 other supply event - embolic protection 5 x 320 spider fx ¿ removed 12:25 pm (B)(6) 2018 guidewire inserted - guide wire wholey j 260cm .035 hi-torque modified j sytem 12:33 pm (B)(6) 2018 stent inserted - stent protege 9 x 40 x 120 self expanding 12:34 pm (B)(6) 2018 stent deployment ¿ no supply selected ¿ protégé 12:34 pm (B)(6) 2018 stent delivery system removed no complications were reported within the procedure or event log. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the protégé everflex, with a spider fx 5mm and 6f non-medtronic sheath, to treat a severely calcified cto with moderate vessel tortuosity in the right superficial femoral artery. The device was prepped per IFU with no issues identified. The lesion was pre-dilated with a 3mm pta. The device did not pass through a previously deployed stent, no resistance was experienced and no excessive force was used. It was reported that, after successful deployment of the stent, the stationary part of the delivery system broke off, detaching at the proximal part of the stent delivery system. The detached component was captured in the spider fx and removed from the patient. No patient injury was reported.